Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for removal as left side rupture. The device was explanted.

Event description:
Healthcare professional reported reason for removal as left side rupture. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, stress marks, creases fold, and wear abrasion. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified broken sharp crease on radius. Based on the device analysis the final assessment was a broken sharp crease on radius due to fold flaw opening.